Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that the power connection disconnects from the socket. There was no reported patient involvement.